Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged open heart surgery. The device was returned to a third-party service center. During visual inspection of the device, unable to confirm the evidence of foam degradation or breakdown. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.